Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, corrosion due to moisture was observed in the battery compartment. The battery compartment was also observed to be cracked. A leak test was performed and confirmed a leak at the battery compartment crack. The battery cap threads were found to be damaged. The pump case was removed and evidence of moisture ingress was found on the internal components and printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the battery compartment was cracked and that there was moisture inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.